Event description:
It was reported there was ECG (electrocardiogram) noise and telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however, the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the device fan runs but the screen remains blank, and the printer intermittently made noise when printing. Product ID 2067. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was ECG (electrocardiogram) noise and telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.